Event description:
It was reported that during a normal saline infusion at an unspecified rate a leaked was noticed between syringe tubing and the maxzero connector. The customer stated that there was no patient harm. The event occurred in the cardiovascular ICU.

Manufacturer narrative:
The investigation determined that the defect is on the non-bd product only; therefore, this file is no longer MDR reportable.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Concomitant medical products: one used non bd extension set, one used mz1000-047, one used 2.5 ml monoject syringe, lot: 19d0574, exp: 2021-03-31, 0.9% sodium chloride injection, 8015; 8110 td (B)(6) 2019.

Event description:
It was reported that during a normal saline infusion at an unspecified rate a leaked was noticed between syringe tubing and the maxzero connector. The customer stated that there was no patient harm. The event occurred in the cardiovascular ICU.